Manufacturer narrative:
(B)(4). The device was received for evaluation; visual inspection, functional testing, and dimensional analysis were performed on the sample received and no issues were noted. The device met specifications related to the reported event; therefore the connection issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash disconnect cap separated from the spike of a uv flash transfer set. This occurred during an unknown process step of peritoneal dialysis therapy. The uv disconnect cap came off of the spike of the transfer set when the transfer set was removed from a pouch that was used to contain the tubing for exchanging dialysate. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.